Manufacturer narrative:
The distributor reported that following a drop, the AED displayed a persistent service code. Based on the error, the device was recommended to be removed from service and returned for evaluation. Upon receipt, bench testing was conducted, which confirmed the AED was unable to deliver an adequate shock. Further investigation identified a loose connection involving an integrated circuit chip. The shock delivery issue is likely attributed to mechanical stress from the drop. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
An international distributor reported their customer's AED's asi is flashing red, and reporting a service code after the AED was dropped. They reported that this did not occur during patient use.